Event description:
It was reported the patient had an infection post implant. The battery was taken out, washed out, and re-implanted. There was no troubleshooting reported. The device manufacturer¿s representative (rep) was not informed, and was not at the irrigation and debridement case. The patient was going to set up an appointment with the doctor. There was no product issue reported. Additional information reported that the health care provider notified did not do the surgical procedure, and were unaware of those complications. It was unknown if there were antibiotics administered or other treatments. It is unknown the onset or diagnosis time of the infection. It was unknown if there were symptoms associated with the infection. It was unknown if there was a culture obtained. There was no outcome reported. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).